Event description:
It was reported that the patients entire pump system was explanted due to an infection. The reporter stated that "everything was taken out" on (B)(6) 2012. No other information was known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).